Manufacturer narrative:
Additional information was requested and the following was received: what is the lot number of the surgifoam powder product code 1978 used in this surgical case? Na what is the age of the patient? Na male/female? Female. Does the patient have any comorbidities including diabetes mellitus?, cardiovascular disease?, malignancy? No. Does the patient have a history suggestive of coagulopathy? No. Does the patient take any blood thinner drugs? No if yes, please list. On what date did the patient undergo the surgery? (B)(6). Please confirm that the case was a spinal fusion?confirmed. What were the number of levels fused? Na. Did any complications occur during the surgery? No if yes, please let us know. What was the duration of the case? Na. What was the estimated blood loss?na. How many product units were used during the. Case? 1. Was excess product removed following hemostasis and before closing up? Na. On what date did the patient undergo re-operation for the hematoma evacuation? (B)(6). What symptoms did the patient present with that led to the re-operation? Hematoma. If MRI was performed - what was the result of this? Na. What makes the surgeon think that surgifoam powder caused the hematoma? First time using the product. Please confirm that the product is not returning for evaluation. Confirmed.

Event description:
It was reported that a patient underwent a spinal fusion procedure on (B)(6) 2018 and absorbable hemostat was used. The patient was brought back to the or for hematoma evacuation on (B)(6) 2018, since the patient had a hematoma post op. The patient is fine now and at home. Additional information was requested.